Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Cec adjudicated non-q wave mi of the target vessel, mdt extended historical peri pci. Cec also adjudicated stent thrombosis as not an event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.